Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic) as crack in case backside of the pump. The customer reported no adverse event. The event involved product(s) mmt-1781kl. Troubleshooting was performed and customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. Mmt-1781kl was requested and customer response was the device was been returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Pump failed to boot up once installing aa battery, no blank display was noted. Unable to perform displacement test, sleep current measurement test, active current measurement test, and self test. Test p-cap locked properly into the reservoir compartment. Unable to download pump history files and traces using thus software due to blank display. Pump was cut open to perform visual inspection and found a misaligned battery tube and moisture damage on the motor, force sensor, and electronic assembly.the following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, cracked case, scratched case, cracked keypad overlay, stained keypad overlay, broken battery tube threads, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, and serial number label missing. Cosmetic damage was confirmed at the backside. Blank display was confirmed during testing due to a misaligned battery tube. Moisture damage was confirmed found on the electronic assembly, motor, force sensor, and battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.